Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d4 (lot, primary UDI number), d9 (date device returned to manufacturer), h4. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The device had signs of normal use in the tip, like a slightly scratches, however this condition is to expect in this kind of reusable devices. According to theurgical technique conduit¿ curved tlif system instruments 103782785 rev 1 the following instructions are mentioned for the assemble of the trial inserter. Trial inserter assembly: insert the distal end of the trial inserter inner shaft into the proximal end of the trial inserter outer shaft. Line up the key to the inner shaft with the back end of the outer shaft. Attach the inserter knob to the back of the trial inserter and thread onto the inner shaft, turning towards the ¿lock¿ arrow in a clockwise direction. ¿lock¿ and ¿unlock¿ arrows on the inserter knob guide the direction of the inserter knob. After threading the inserter knob onto the inner shaft continue turning clockwise until the knob engages with the threads of the outer shaft. Alternate trial inserter assembly: alternatively, you may attach the inserter knob to the inner shaft and thread them together prior to inserting the inner shaft into the outer shaft. Advance pin through outer shaft until outer threads are engaged. Rotate clockwise to complete assembly. Attach trial: choose an appropriately sized trial. Trials are available matching footprint, height, and angle of each implant. Position the distal tip of the trial inserter into the trial. Rotate the inserter knob clockwise until the trial is securely attached to the trial inserter and fixed in place. To change the position of the trial once secured, turn the inserter knob in a counterclockwise direction to loosen the trial slightly. Reposition the trial as desired and retighten the inserter knob by turning it in a clockwise direction. The trial can be positioned between 0º and 90º implants and trials are the same heights. A dimensional inspection was performed and met specifications. The features measured were the ball tip and middle shaft diameter. A functional evaluation was performed with the mating device trial inserter outer shaft (tft20101t) also retuned in this complaint. The inner shaft was inserted into the outer shaft as mentioned in the instructions; the tip ball of the inner shaft was able to pass through the distal end of the outer shaft. The interaction between the components during assembly was not entirely smooth, as slight force was required to complete the process successfully. However, this complication is due to the damage observed in the mating device. The trial inserter inner shaft past the test. Therefore, the customer's allegation cannot be confirmed. With the information provided is not possible to determine a potential cause at this moment as there are many external factors that can influence in the malfunction of the device, such as surgical process. The overall complaint was not confirmed as the observed condition of the trial inserter inner shaft would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for trial inserter inner shaft was conducted identifying that lot number nn194582 released in one batch. Batch1: lot qty of (B)(4) units were released nov 1, 2023, with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Supplier; (B)(4) as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a review of the receiving inspection (ri), trial inserter inner shaft was conducted identifying that lot number was nn185500 released in one batch. Batch 1: lot qty of (B)(4) units were released 26 sep 2022 on with no discrepancies. Supplier; (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that this was an intra-op event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the trial inserters and inline could not be freely put together anymore. There were no patient consequences.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.